Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Unable to complete functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to blank display. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with pump exposed to fluid troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to pool water when they were accidentally pushed into the pool. The insulin pump had a blank display after three battery changes and the customer declined blank display troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned being hospitalized due to high blood glucose of 480mg/dl. The customer was treated with IV. The customer was not wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.